Event description:
The procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid left anterior descending artery. Using a radial access site, the 3.0 x 15 mm nc trek balloon catheter was dilated but the balloon ruptured at 12 atmospheres when inflated for the first time. Thus, the lesion was further dilated with a 3.0 x 8 mm nc trek balloon catheter and a stent was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.